Event description:
Priming fluid was observed to leak from the gas out port during pre-circulation. The involved oxygenator was changed out prior to initiating the case, so there was no pt involvement.